Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic sensor failed shortly after insertion. The hospital staff attempted to regain communication with troubleshooting but it was unsuccessful. They were able to setup a transduced arterial pressure to the intra-aortic balloon pump (iabp) without an issue and continued therapy. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid(d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).